Manufacturer narrative:
E1 (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer report screen on the olympus colonovideoscope became noisy during inspection for use. There was no patient injury reported.